Event description:
(B)(6) registry. It was reported that edema of both lower limbs occurred. In (B)(6) 2020, the subject presented with stable angina and was referred for cardiac cauterizations. The index procedure was performed on the same day. The target lesion 1 was located in the middle left anterior descending (lad) artery with 80% stenosis and was 20 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with direct placement of a 3.00 mm x 24 mm synergy stent system. The residual stenosis was 0%. Post-dilatation was not performed. Five days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject was diagnosed with edema of both lower limbs. Medication was given to treat the event. At the time of reporting, the outcome of the event was considered to be not recovered and not resolved.

Event description:
Synergy china registry. It was reported that edema of both lower limbs occurred. In april 2020, the subject presented with stable angina and was referred for cardiac catherization. The index procedure was performed on the same day. The target lesion 1 was located in the middle left anterior descending (lad) artery with 80% stenosis and was 20 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with direct placement of a 3.00 mm x 24 mm synergy stent system. The residual stenosis was 0%. Post-dilatation was not performed. Five days later, the subject was discharged on aspirin and ticagrelor. In may 2020, the subject was diagnosed with edema of both lower limbs. Medication was given to treat the event. At the time of reporting, the outcome of the event was considered to be not recovered and not resolved. It was further reported that the physician considered the edema of both lower limbs as not related to the device.